Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the infusion set and cartridge to resolve the occlusion. Customer's blood glucose (bg) was 568 mg/dl and ketone level was high. Customer attempted to deliver a bolus and administer insulin injections to address bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Healthcare provider identified ketone level as dangerous. Customer was treated with intravenous insulin and fluids. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2019 with no permanent injury.